Event description:
The customer tested her blood glucose using her new contour meter and received a reading of 39 mg/dl. She retested using her older contour meter and received a reading of 539 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer was using an unlabeled bottle of test strips given to her by her doctor. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab received an unlabeled bottle of test strips, so testing was not possible.